Event description:
Revision surgery - due to the patient having a keystone prosthesis that was implanted in 2009 becoming loose. The surgeon removed the stem and replaced it with a long cemented component.

Manufacturer narrative:
The reason for this revision surgery was identified as device loosening after 4.6 years of patient use. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the need for revision. The healthcare professional indicated a significant adverse event to the patient. Hospitalization - initial or prolonged was required. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the first complaint from this lot. The root cause for the device loosening could not be determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product.